Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2011 product type extension product ID 748266 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2011 product type extension product ID 37601 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type implantable neurostimulator product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type extension product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type extension product ID 3387-40 lot# j0306891v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2011 product type lead product ID 3387-40 lot# j0211549v serial# implanted: (B)(6) 2003 explanted: (B)(6) 2011 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient underwent exploratory surgery on (B)(6) 2011 due to a suspected ins malfunction. The hcp reported the patient's ins was reporting irregular impedances. The hcp reported that the patient's ins device and both extensions were explanted and replaced; however, the impedance measurements remained irregular. The hcp stated that this indicated that the impedance irregularities were due to the leads and surgery was planned to replace the entire system at a future date.